Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the atb45 instrument articulating joint broke and the staples did not form at all. Another instrumnt was used to complete the case. There was no consequence to the pt.